Event description:
It was reported that vessel dissection occurred. The target lesion was located in a calcified proximal to middle left anterior descending artery (lad). A 28 x 2.50 mm promus premier drug-eluting stent (des) was advanced and deployed. After the deployment of the stent, a distal edge type b flow limiting dissection was observed in the middle lad; and the patient presented a symptom of slow flow. A 2.25 x 12 promus premier des was then used to cover the dissection and the procedure was completed. The patient was stable and fully recovered post procedure.